Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 129 ohms. Technical services (ts) was consulted and upon review the impedance trend showed a gradual rise, continued monitoring as well as increasing the alert threshold to 150 ohms was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.